Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 129 mg/dl. Troubleshooting was performed and the insulin pump passed the self test. The customer was unable to run the prime or high pressure tess at the time of the call. Found that the customer wears the infusion sets for up to six days. Also found that the customer may be using the wrong infusion set for her body type. Advised the customer on the possible causes and findings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.